Event description:
It was reported that the right ventricular (rv) lead exhibited lead fracture. Upon a transesophageal echocardiogram, pericardial effusion was observed. The pericardial effusion was noted to not be free flowing. The rv lead was explanted. The patient was stable.